Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer (fse) and the o2 gas module was replaced and sent for further investigation. The returned o2 gas module has been tested in a ventilator it failed the pre-use check with internal leakage and flow transducer tests. It was noticed that the filter of the gas module was old (from 2019) which indicates that the reported machine didn¿t receive a preventive maintenance in time. Preventive maintenance should be performed at least once a year or after 5000 hours of operation, whichever comes first. Both nozzles, filter of the gas module and the bacteria filter should be replaced under the preventive maintenance. It was noticed as well that the nozzle had a broken feather spring. Our investigation has concluded that the reported problem was due to a defective delta pressure sensor on a printed circuit board inside the gas module and a broken feather spring on the nozzle unit. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The cause of the delta pressure sensor failure was most likely due to lack of maintenance.